Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that beginning on (B)(6) 2012, patient noticed a rash on his skin after removal of last three sensors. Patient also reported a pus-like discharge at the sensor insertion site. Patient contacted dexcom technical support on (B)(6) 2012 to report that he sought medical intervention for this issue. Patient consulted a dermatologist, and is using an antibiotic for the rash.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.